Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician was not able to unscrew the helix of the right ventricular (rv) lead and experienced difficulty to withdraw the stylet from the rv lead. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient remained stable before, during, and after the procedure.